Event description:
A caller reported that an insulin cartridge leaked multiple times over a three-week span. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on their blood glucose levels. The customer was able to change the cartridge and successfully resume insulin therapy, but the original cartridge was not available for return.